Event description:
It was further reported that vascular access was obtained through the femoral artery. The lesion treated was progressive. The device was removed from the patient intact.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous left circumflex (cx) artery. The physician advanced the 2.5mm x 15mm apex balloon catheter. On the first inflation the balloon was inflated to 6atms and ruptured. No resistance was noted during the use of the device. Per the physician's observation of the lesion with an imaging catheter, the device was thought to be able to inflate with out issue due to the "few calcification." The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).